Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: I have a leaking bd maxzero needleless connector.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: I have a leaking bd maxzero needleless connector.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 10-mar-2022. H6: investigation summary: the customer reported leaking and returned one mz1000-07 needleless connector, tubing set, and competitor 3 ml syringe. The setup was primed with water and no issues were found. The maxzero was then tested under a pressurized leak test checking for leaks in the form of bubbles, and none were found. The leak test puts the sample under 30 psi for 30 seconds. The complaint could not be verified. Without and observed the root cause is unknown. A device history record review for model mz1000-07 lot number 20056573 was performed. The search showed that a total of 76,803 units in 1 lot number was built on 26may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.